Event description:
It has been reported to us that when removing a 3mm "j" .035 guidewire from the patient following a diagnostic catherization, the wire separated into two pieces. The wire was successfully removed with no fragments remaining in the patient. There was no patient injury and the device will be returned for evaluation.

Manufacturer narrative:
Device not yet returned for evaluation.